Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 99mg/dl-105mg/dl fasting. Verified the strips expire 1/31/2018. Customer confirms the strips have been properly stored and were first opened 3/1/2016. Customer performed a blood test and obtained 186mg/dl. Reviewed meter memory: (B)(6). Customer is concerned about all results being higher than expected results 99mg/dl-105mg/dl. When viewing meters memory time and date were not set correctly.